Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was "no longer functional." The lead exhibited high impedance and was unable to achieve capture. It was suspected that something had happened to the lv lead at the prior device change out. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.